Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
Vessel lumen was small, as 7f destination sheath through which interventional procedure was performed occluded flow. Vascade was inserted into the sheath and disc was deployed, temporary hemostasis was achieved and the sheath was removed. Fluoroscopy was not utilized to verify position of the disc. The key was inserted into the lock and the collagen was exposed. The collagen was stripped off the device, but intravascular deployment was suspected as the patient experienced "cold leg." This was corrected by working through contralateral access, and collagen location in cfa was confirmed. Some collagen was removed via aspiration while the remaining portion was secured against the vessel wall with a covered stent. Flow was immediately restored patient was in stable condition and no further complications noted.